Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Additional information provided confirmed the valve had not migrated but had initially been placed "too low". Five years later the patient was reported to be symptomatic with "massive pvl". The second valve was placed higher than the original sapien xt valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause for the worsening pvl cannot be confirmed, however, per report, it was likely caused by the too ventricular placement of the valve.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, five years post implant of a 29mm sapien xt valve, the patient underwent a transfemoral valve in valve (29mm sapien 3 in 29mm sapien xt) tavr procedure with a commander delivery system and esheath.  Per report, the sapien xt valve had been implanted in a "too low" position.